Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us  is available in the USA with a 510k number k192245. We checked the returned unit and confirmed that the objective prism cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective prism. In addition, we confirmed that the objective gluing cracked, the angle wire stretched, the deflector wire stretched, the bending rubber stretched, the down pulley wire stretched, the up pulley wire stretched, the left pulley wire stretched, the right pulley wire stretched, the deflector link hard to move, the operation channel kink, the angulation-down angulation excess wire play, the angulation-left angulation excess wire play, the angulation-right angulation excess wire play, and the angulation-up angulation excess wire play; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).